Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a starclose se device after a percutaneous transluminal coronary angioplasty (ptca) procedure. Reportedly, the clip could not be deployed. The starclose se device was removed from the anatomy using the access ports per the instructions for use. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: mild calcification was reportedly present at common femoral artery access site. The starclose se device instructions for use (IFU) state under the precautions section not to deploy the clip in areas of calcified plaque. Additionally, the IFU states under the special patient population section that the safety and effectiveness of the starclose vascular closure system has not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. The device was returned for evaluation. The reported clip not being able to be deployed was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.